Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The de novo lesion 1 was in the popliteal artery. There was mild vessel tortuosity and mild calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 4mm and the lesion length 10.00mm. The pre-procedure stenosis was 90% stenosis and the post-procedure stenosis was 10%. The lesion morphology showed tight concentric stenosis. The de novo lesion 2 was located at the bypass graft. There was no vessel tortuosity and no calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 5mm and the lesion length 10.00mm. The pre-procedure stenosis was 90% and the post-procedure stenosis was 0%. The lesion morphology showed a soft lesion with concentric stenosis. The patient had a three-month follow up visit in (B) (6) of 2007. The comments noted: free of symptoms. The target lesion has remained patent since the procedure. The patient did not experience an adverse event or have an intervention since the procedure. The patient had a six-month follow up visit in (B) (6) of 2007. The comments noted: sub acute ischemia. The target lesion has not remained patent since the procedure. The patient did have an adverse event since the procedure of thrombose. The patient did not have an intervention since the procedure.

Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis